Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation of a system, the lead could not be connected to the new device. The lead was not used. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.